Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient forgot to recharge the ipg as recommended, as such, ipg became inoperable and was unable to communicate with neither the charger nor the programmer. Programmer displayed error message "ipg not found #2501." Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.